Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk ICD implanted 2009-(B)(6). (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the physician noted an insulation nick at the top of the left ventricular lead near the pin. The nick was repaired and the lead remains in use. No patient complications have been reported as a result of this event.